Event description:
"Temperature wire came loose"

Manufacturer narrative:
It was reported by the customer contact that temperature [?]wire' came loose. I have the sample for investigation; please send a call tag. Incident happened in the neuro ICU. Patient was not reported harmed, but had to have foley replaced due to incorrect temp reading. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.